Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2938836-2019-17146 and 2938836-2019-17148. It was reported that the system was explanted due to infection. The patient condition was stable.